Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called rep that it was giving an error message and spoke with the customer service about the problem and they said that the recharger need to be replaced. I got shipped and patient was completely satisfied with all the help they got. Patient have an appointment with rep on (B)(6) to go over the issue. Patient was 170lbs

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller stated that yesterday they had trouble with their device and didn't know how to fix it. Caller clarified that the controller screen was all jumbled up and showing multiple things stacked after they plugged in the recharger. Caller stated they called their representative over the phone and was instructed to take the battery out of the controller and put it back in to see if it worked. Caller said it did and everything was wonderful, but when they went to check it this morning the implant battery was in the red zone even though it had been fully charged yesterday. Caller added that today they tried to recharge the implant but kept getting no device found and couldn't charge the ins. Agent had caller reset the controller battery. Caller confirmed no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. Caller unlocked the controller and saw no device found. Caller then connected the recharger and saw connect the recharger. Caller blew into the controller port and cleaned the connections. Caller noted they had surgery on their left hand which is where the implant is located, so it was difficult to position the antenna over the implant. Caller then tried connecting the recharger again and saw batteries low, replace the controller batteries soon. The issue was not resolved. An email was sent to the repair department to replace the recharger.